Event description:
The surgeon reported: " revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery" based upon the information provided in the medical summary from the surgeon dated (B)(6) 2013: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient ((B)(6) yrs old), suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The provided medical information was reviewed by a consulting clinician who concluded "post revision x-ray confirms severe osteolysis in proximal femur although pelvis does not show similar signs of extensive osteolysis or bone grafting as the surgical report mentioned¿. There is no evidence that device-related factors have played a role, neither would this be probable after 11-years of satisfactory clinical performance. It is believed the patient's fall contributed to the reported periprosthetic fracture. The reported event regarding periprosthetic fracture involving an unknown trident shell was confirmed.

Event description:
The surgeon reported: " revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery" based upon the information provided in the medical summary from the surgeon dated (B)(6), 2013: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient ((B)(6)), suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system.

Manufacturer narrative:
Catalog number and lot code were not provided. The device was reported as an unknown trident shell. A supplemental report will be submitted upon completion of the investigation.